Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer protective layer of the universal cord has slight scratches. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the charged coupled device (ccd) glass in the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image on the video scope had black shadows. The issue was found during a therapeutic lobectomy of lung surgery and completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, that the image on the video scope had black shadows. The issue was found, during a therapeutic lobectomy of lung surgery. And completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.